Event description:
According to the reporter, during a laparoscopic nephrectomy, on port insertion, the balloon physically ruptured. A new device was utilized to resolve the issue. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.